Event description:
It was reported that this pacemaker reverted to safety mode. The patient experienced a syncopal episode and struck their head. Technical services (ts) reviewed the device data and recommended replacement. The device was subsequently explanted and replaced successfully. No additional adverse patient effects were reported outside of the revision procedure. This product is expected to be returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient experienced a syncopal episode and struck their head. Technical services (ts) reviewed the device data and recommended replacement. The device was subsequently explanted and replaced successfully. No additional adverse patient effects were reported outside of the revision procedure. This product is expected to be returned.